Manufacturer narrative:
No product is being returned for evaluation; therefore, no determination could be made for the reported device failure.

Event description:
Sales rep stated that during a labrum repair, two anchors broke. The surgeon prepared the site using the 2.7mm drill and guide; and was able to slide the anchors in partially with the inserter when he encountered resistance. The surgeon then began pounding in the anchors using a mallet and both anchors split at the inserter tip. Surgeon was able to remove one of the anchors, and the other one was left embedded in the pt's bone. A delay of twenty minutes resulted. The repair was completed with two 3.5mm twin-fix anchors. Both the sale rep and the surgeon felt the insertion hole diameter was too small for hard bone situations.